Manufacturer narrative:
Please disregard the submission of 3008011247-2025-00018 as this event is being added to a previously reported event under MFR# 3008011247-2024-00123. There is no implication of a new device malfunction, rather this is likely a continued adverse event which was reported under MFR# 3008011247-2024-00123.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been received; however, clinical evaluation has not yet been completed. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an alto abdominal aortic aneurysm with the implant of an alto abdominal aortic stent graft system on (B)(6) 2024. The alto main body was deployed, and the polymer syringe was connected. Approximately 3 to 5 minutes after the syringe connected the alto main body was filled and the polymer was visible under fluoroscopy and then suddenly the alto main body became almost invisible with very little polymer left inside and the syringe completely empty (polymer leak). The procedure was reportedly followed perfectly as per IFU with no changes to the procedure. The patient was asymptomatic. The final angiogram showed a type ia endoleak, but the physician decided to wait for the one-month follow up before doing anything. The procedure has been completed with no other concerns. (Reported under MFR# 3008011247-2024-00123) additional information was received on 06 february 2025 reporting that reintervention was needed to solve both aortic body leg ischemia, situation probably generated by low level of polymer inside aortic body.